Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while attempting to test the leads post connection the programmer base lost connection with the patient connector. Reconnection attempts were unsuccessful, the patient connector was changed out for another however the issue remained. After approximately 15 minutes connection was established. The programmer remains in use. No patient complications have been reported as a result of this event.